Manufacturer narrative:
The device was checked by maquet field service technician. The column is on the way to the MFR for further investigations. An add'l f/u report will be submitted when investigations will be finished. Maquet medical systems (B)(4) submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. (B)(4).

Event description:
A pt was placed on the table. When the user tried to position the pt into trendelenburg position, the table continued moving after the button was released. The pt had to be restrained before he fell off. The pt was transferred to another table without suffering any injuries. (B)(4).